Event description:
Pt arrived in outpatient clinic stating the nova max glucometer has been malfunctioning for the last two weeks. Pt reports the machine was providing false high and low readings. Pt denied storing the machine or glucometer test strips in extreme temperature.